Event description:
It was reported that during a coronary stent procedure, the stent dislodged while advancing through the proximal segment of the circumflex artery. The stent was located and deployed with another balloon, but not at the target lesion. Pt status is listed as "normal."